Event description:
A ge rep evaluated the system and adjusted the 5 volt power supply. The system operates as intended.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the input transformer. The system operates as intended.